Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the updates.

Event description:
The issue occurred during a therapeutic procedure. The device was replaced and procedure completed. Although there were delays due to device replacement, there was no impact on patient. The device was inspected prior to use and found to be in good working order.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Please see the updates. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, there was no image displayed. Additionally, there was bending manipulation and insertion tube defects, as well as defects of the universal cord with deterioration of the adhesive and an abnormal appearance of the connector; however, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a failure of the internal circuit board of the video connector system. Olympus will continue to monitor field performance for this device.

Event description:
As reported for this event by the customer, there was no image displayed for the device. There is no harm to any patient or persons.

Manufacturer narrative:
The device has been returned but the device evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.